Event description:
The user facility reported a 70-year-old male on impella support experienced a low placement signal and the medical team was unable to resolve it by repositioning the device. The following day the patient was experiencing bleeding from multiple sites, heparin had to be stopped and device was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported issues has been completed. The device was not returned for benchtop investigation. Data logs show a downward trend in placement signal, with several suction alarms and low placement signal alarms, but without affecting 5s optical parameters or causing low pump flow. The data log does not indicate any abnormalities related to improper pump positioning. According to the clinical notes, the low placement signal alarm persisted even after repositioning and confirming a good pump position, leading the doctor to disable the placement monitoring. The cause of the optical signal issue was most likely patient condition related based on data log review. The cause of the access site bleeding issue was patient condition related since bleeding was reported from multiple access site, based on given clinical details.

Manufacturer narrative:
B1 product problem updated. D6a / d6b updated. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-02604 b7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email and reporting contact fax number updated.